Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer was encountering an ¿arm not free to move¿ message when they were trying to remove the instrument from the universal surgical manipulator (usm) 4. The cadiere forceps instrument jaws were at 100-degree angle and not able to be positioned straight. The surgeon reported there were pieces of metal flaking off of the instrument jaws. The surgeon was able to retrieve the three pieces of metal that flaked off the instrument. The staff placed a bag over the instrument tips while removing the cannula and instrument together. The procedure was completed while removing the instrument. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised return material authorization (RMA) of the broken instrument for failure analysis investigation. The procedure was completed with no reported patient impact.isi followed up with the initial reporter and obtained the following additional information: the cadiere forceps instrument was inspected prior to use and no damage was noted. No pins were sticking out of the instrument. The surgeon saw that a few metal pieces fell into the patient, and they removed it all. The customer used the bag to cover it to make sure that all fragments were retrieved. The instrument did not collide with another instrument. There was no additional procedure required to remove the fragments.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. The reported event was initially addressed with phone support. The surgeon was able to retrieve the three pieces of the metal that flaked off the cadiere forceps instrument. The customer elected to place a bag over the instrument tips while removing the cannula and instrument together. No site visit was conducted. The system was working properly. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised return material authorization (RMA) of the broken instrument for failure analysis investigation, however isi has not received the product. A follow-up MDR will be submitted if additional information becomes available. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the image looks like a cadiere forceps instrument whose proximal clevis has become dislodged at the main tube interface.